Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. Radiographs were provided and reviewed by a radiologist. Medial compartment hemi arthroplasty with evidence of a fracture along the lateral aspect with associated fracture depression. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - oxf anat brg lt sm size 4 PMA item#159541, lot#6722311. G2 ¿ foreign ¿ new zealand. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00228. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent a revision surgery due to tibial fracture, approximately six (6) days after initial surgery. Attempts have been made and no further information has been provided.